Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead dislodgement was observed, post implant. The lead was repositioned.